Event description:
Customer reported being hospitalized due to low bg. Customer stated they had an e-01 alarm. Advised customer to resume manual injections for the next eight hours and call back if they needed further assistance after resting pump. Pump would be replaced.